Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Event date: not provided. Initial reporter fax number: not provided. PMA/510(k) number: k011028, k013227.

Event description:
It was reported that implant (tsv6b10) was removed due to bone loss at tooth location 15. Site was bone grafted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An impl tapered scr-v sbm 6m m 5.7mm 10mm assembly (item # tsv6b10) was received for investigation. Visual inspection of the as returned product identified some signs of wear from use in the form of residue along the implant's exterior, but no evidence of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product's dimensions were measured with digital calipers (cal1334, calibration due 25-sep-2020) and found to be within the specifications in the product's engineering drawing. No pre-existing conditions were noted on the per. The reported device was located on tooth # 15 and was used for approximately 3 months. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (1216730). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op# (B)(4), shipment # (B)(4)) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 1216730) for similar event and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or device (tsv6b10). Therefore, based on the available information, device malfunction has not occurred and the reported event is non-verifiable. A definitive root cause could not be identified. The following sections have been updated: date of this report unique identifier (UDI) number: (B)(4). Expiration date, date received by manufacturer, checked "follow-up", checked follow-up type, device evaluated by manufacturer, manufacturer date, entered evaluation codes, added manufacturer narrative.